Manufacturer narrative:
The patient weight was requested but was not provided. (B)(4). Approximate age of device- 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient admitted into the hospital on (B)(6) 2018 for suspected gi bleeding. The patient was anemic with hemoglobin value at 9.1 g/dl. The inr at the time of event was at 2.8. The patient was on warfarin. The patient was treated with 1 unit of packed red blood cells. An esophagogastroduodenoscopy (egd) and colonoscopy revealed mucosal oozing in the duodenal bulb and 2nd part of the duodenum; hemostasis was achieved with a gold probe. The patient was stable from a cardiovascular standpoint and was discharged in fair condition to a long term acute care. Additional information was requested but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.